Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The customer reported that after few days of use the tracheostomy tube's cuff leaked. The cannula was changed immediately.